Event description:
Sorin group (B)(4) received a report that the s5 displayed an error message. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufacturers the modification to stockert s5 system. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. The unit was returned to sorin group (B)(4) for evaluation. Testing of the returned device could not reproduce the issue. No abnormalities or deviations were seen during approx 264 hours of testing. The device was reflashed as a precautionary action. No further action is deemed necessary.